Event description:
The user facility in (B)(6) reported at the end of the surgery when the doctor was injecting the viscous fluid system the cannula of the trocar broke inside of the eye. The doctor couldn't take it out and it stayed in the pts eye. Though requested, the pt outcome is unk.

Manufacturer narrative:
The device will not be returned for eval. A supplemental report will be submitted if any add'l info is rec'd.